Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c (B)(4).

Event description:
During an ocd internal review on (B)(6) 2014 for (B)(4) it was discovered that plate cd0423 from testing date (b)6) 2013 to the hbc assay had a control well that did not pipette. Well ID: b1 to control ID: (B)(6). Upon discovery, cts contacted the customer on (B)(6) 2014 to determine if the plate was dispositioned per cl13-255. Customer investigated and determined that plate cd0423 from (B)(4) 2013 was aborted per cl13-255 and all sample testing was repeated.